Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked. This occurred during infusion of normal saline (primary line) and carfilzomib (secondary line) at a rate of 800-850ml/hr. The primary set was being used with a baxter secondary line and a baxter infusion pump. The reporter stated that a non-baxter clamp was placed on the primary line above the upper y-site ¿to prevent concurrent flow.¿ once the secondary medication had fully infused, the nurse unclamped the primary set, and noticed that the primary line was leaking due to being pierced by the non-baxter clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.